Event description:
It was reported that the ventricular lead exhibited high threshold of 4v at 1.0 ms and 5v at 0.5 ms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.